Event description:
Initially, a facility reported to our service & repair team that the locking mechanism on the mayfield infinity skull clamp (a114) for securing the head pin was not holding. The facility did not report if there was patient involvement, injury, or surgical delay relative to this failure. Subsequently medwatch uf/ importer report # (B)(4) was received on 21sep2022 with the following information: "mid teen¿s teenage male diagnosed with a brain mass. Plans were made for elective resection after a discussion of risks and benefits was held with his family who agreed to proceed. Surgery started and approx. 2hrs in the pt's head moved, pt checked. Pt's head was found to have partially slipped out of the mayfield head holder with left side of face pressed against metal mayfield head holder. Head holder was subsequently removed and replaced with a horseshoe pillow mayfield attachment. Metal mayfield head holder was tested for malfunction by neurosurgery specialist tech and found to be intact without issue. Surgeons continued surgery as patient seemed unharmed by the event at the time. End of case the pins, which were left in, were removed. Upon removal, it was found that the pin on the left lateral side of the skull had caused a 12 cm injury that required further surgical intervention." Additional information is being requested.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the lock had rotational and lateral movement and a residue buildup was present. The index knob was loose and the unit required replacement of worn components due to routine use and wear. General maintenance and cleaning performed, and new components were added to replace worn internal parts. Root cause - the complaint is confirmed via inspection of the unit. Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to slippage/movement of the head in the skull clamp. No corrective or preventative action is required and none has been issued within the past 12 months for the same issue. This will be monitored and trended going forward.